Event description:
It was reported that during use with bd maxzero¿ needleless connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: during administration of soldem 3a at a dose of 40 ml/h, leakage was observed from mz1000, the use of which was started on (B)(6) 2023.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one mz1000 sample from an unknown lot was received without packaging for investigation; no connecting products were received to assist the investigation in this instance. The feedback provided by the customer indicates that leakage was detected from a crack during use of the maxzero component. A visual inspection of both the photographs provided by the customer and analysis of the returned sample confirmed the customer's experience as a crack was visible on the female luer adaptor (fla) of the maxzero component. The sample was then subjected to pressure testing; leakage was detected from the cracked fla. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.